Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a manufacturing representative (rep) met with the patient in their doctor's office and the patient is scheduled for surgery on (B)(6) 2018. The patient also noted they have not been using their ins by choice until they had an appointment with their doctor. The patient's battery will be replaced. The patient indicated they will be getting a newer version with the "vibration", and the leads will be checked internally and dealt with as the doctor sees fit. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient was in a seated position. The patient stood up, and was shocked at their ins site for 30 seconds and then the sensation stopped and has not happened since. The patient was redirected to follow up with healthcare provider (hcp) to have their system checked. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and manufacturing representative (rep). It was reported that the patient¿s ins was explant ed on (B)(6) 2018. It was noted that the ins had shocked the patient last month prior to being replaced. The leads were fine, and impedances were within range. The rep mentioned that the patient was not notified that the explanted ins should be returned as they were not aware the battery was being replaced for reasons other than end of service (eos). The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they experienced vibrating since implant that they hated because it had made them feel sick to their stomach. When their pain was so bad, they would turn stimulation up to mask the pain. The rep the patient had been working with at the time informed the patient that their high settings could cause vibrating. The patient reported that the reason they had the ins replaced was because of the vibrating they were experiencing. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: event date updated to date of implant of the ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.